Event description:
The customer provided additional information in regards to a previously submitted medical device report (2122870-2012-00878) which involved the generation of multiple erroneous patient results from a unicel dxl800 access immunoassay system. One of the erroneous patient results involved in the event was an erroneously elevated thyroglobulin result. The erroneous thyroglobulin result was reported out of the laboratory and the patient underwent unnecessary surgery based upon the erroneous result. The details and impact of this surgery on the patient are currently unknown. Repeat thyroglobulin testing did not match the original result obtained. Quality control results were recovering with the customer's established specifications during the timeframe of this event. No patient specific information, actual patient results, system assay performance information or sample collection/handling information was provided by the customer.

Manufacturer narrative:
(B)(6). Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) cleaned the analytical module and replaced the gripper mixers and peri-pump tubing. The fse also replaced the sample probe and wash nozzle due to a failed carryover test. The fse reviewed the customer's event log and errors. Based upon this review the fse indicated that it is possible that the instrument experienced a probe crash, however, this was not confirmed. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. A definitive root cause has not been determined to date for this event. Mdrs associated with this event: 2122870-2012-01471, 2122870-2012-00878.